Event description:
A hospital in (B)(6) reported that there was a hole on the dryline of two rt200 adult breathing circuits. These were found during setup, prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint devices are en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the dryline tubes of two rt200 adult breathing circuits were returned to fisher & paykel healthcare in (B)(4) and were visually inspected for the reported holes. Results: visual inspection revealed holes on both of the returned dryline tubes. The holes were approximately 7.5 cm (dryline tube 1) and 9.5 cm (dryline tube 2) from the connector. A lot check revealed two other similar complaint for lot number 111114. Conclusion: it was identified that damage to the rt200 drylines could have occurred during the manufacturing process. During production of the dryline, a leak inspection is performed every (B)(4). If a defect is found, the product from this time period is set aside for further inspection and production is stopped until the problem is solved. The user instructions for the rt200 adult breathing circuit state the following: check all connections are tight before use set appropriate ventilator alarms (B)(4).

Event description:
A hospital in (B)(6) reported that there was a hole on the dyline of two rt200 adult breathing circuits. These were found during setup, prior to patient use.